Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-05563. It was reported the patient is unable to receive adequate coverage. Reprogramming was unsuccessful. The patient may undergo x-rays for further investigation. It was also reported the patient's receiver might be explanted and replaced (with an ipg) on a future date. The reason is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.